Manufacturer narrative:
A ge service rep performed an onsite investigation. The display adapter printed circuit board was reseated and the workstation was checked and displays fluoroscopic images correctly. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a degraded image quality on the left monitor. No pt injury was reported.